Event description:
It was reported that catheter perforation occurred. During a percutaneous transluminal angioplasty, the physician noticed a hole in the side of the distal tip of the rubicon¿ 35 guide catheter. They removed the guide catheter with everything still intact. No parts were left in the patient. The procedure was completed with a different device. There were no patient complications and the patient's condition is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).